Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted several marks on the upper portion of the case identical to those caused by the application of high energy electrocautery. Microscopic visual inspection of all three lead barrels noted no irregularities to contribute to the allegation. All set screws were found to move fully and freely in both directions. Analysis of the device memory confirmed that numerous resets had occurred, most likely the result of the ablation procedure. It was also noted that the device reverted to safety state operation causing the device to no longer be recognized by the programmer, resulting in the inability for the device to be interrogated. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the device resets, the inability to interrogate the device and the pacing inhibition were caused by the exposure of the device to the high energy of radiofrequency ablation or electrocautery.

Event description:
Boston scientific received information that during a device upgrade procedure, oversensing was observed when the pacemaker was removed from the pocket, which caused a loss of right ventricular (rv) lead pacing. The patient had an escape rhythm in the 30 beat per minute (bpm) range. An attempt was made to interrogate the device, at which time a message had displayed stating a pulse generator fault had occurred and the device was unable to be interrogated. It was noted that the patient had undergone an atrioventricular node ablation at the time of the change out. There were no adverse patient effects reported. The device was successfully upgraded to an cardiac resynchronization therapy defibrillator (crt-d) and a new right ventricular (rv) lead was implanted, however the rate/sense portion of the lead was capped and will be used for defibrillation purposes only. The existing right ventricular (rv) lead was connected to the is-1 port in new device and remains in service.